Event description:
International affiliate reported a folding line was found on the tubing of a transfer set. Has been in use for 60 days. No pt injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicated confirmation of the reported event of a folding line on the tubing of a transfer set. This was due to cut in the tubing. The root cause is undetermined. Renal product surveillance, and quality engineering will continue to monitor this product line and take corrective/preventative action as appropriate.